Event description:
It was reported, that "a piece broke off product near cuff." Limited info provided. There was no reported pt injury and / or change in therapy. The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.